Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. The 85% stenosed, 12x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 2.5mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilatation; however, it was noted that the shaft was fractured. The device was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 69.1cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip is damaged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the shaft was broken 10cm from the hub and the device was removed with the guide catheter.